Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 25th july 2010 and performed to specification, alongside random manual power ons, up to the (B)(4) 2011. The device failed multiple self-tests due to a low battery between the (B)(6) 2011. Later on this date an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(6) 2014 and the (B)(6) 2016. The pad-pak became depleted during this time. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.